Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E3: initial reporter is health care facility employee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary . Investigation flow: device interaction/functional visual inspection: visual inspection confirmed a cable stuck within the tensioner, see attached picture. Functional test: cable was removed which then passed functional inspection per wi-eng-004. See attached service record & work instructions. The complaint can be replicated with the returned device. Document/specification review a document specification review was not performed due to unknown part/lot number. Service and repair evaluation: it was reported that on an unknown date, the cable tensioner has a cable stuck inside it and unable to be removed. The repair technician reported the device has a cable stuck inside the tensioner and requires further testing at the vendor. The cause of the issue is unknown. The vendor reported that the cable was removed and scrapped at the at rti (supplier) location. Dimensional inspection: a dimensional inspection was not performed due to unknown part/lot numbers. The complaint is confirmed. The device received was stuck. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed as the cable was stuck inside. The vendor reported that the cable was removed and scrapped at the at rti (supplier) location. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: unk lot number: unk DHR not performed as the part/lot number was unknown device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown cable wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown.. Occupation: initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cable tensioner came downstairs to central sterile with a cable still stuck in the tensioner and we are unable to remove it. There was no patient involvement. This report is for one (1) cable wire this is report 2 of 2 for .(B)(4).